Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that she discovered a red rash around the sensor patch on the left side of the patient¿s abdomen. Patient treated with over the counter benadryl, zyrtec and zantac. Patient was taken to the doctor on (B)(6) 2018 and was prescribed a steroid ointment for the skin reaction. At the time of contact, it was indicated that the reaction was starting to fade. No additional event or patient information is available.